Manufacturer narrative:
03-sep-2021 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Male consumer via phone stated that after he used one oral-b brush head, it came apart in his mouth while using. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Male consumer via phone stated that after he used one oral-b brush head, it came apart in his mouth while using. No injury was reported.